Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed striae on the left eye (os) at 1 week post op exam. The surgery center indicated there was a slight decrease in vision on the os. The surgery center reported blurred vision and under the slit-lamp exam (sle) there was striae discovered. The flap was lifted and stretched to resolve the striae reported. Visual acuity sans correction (vasc) as of (B)(6) 2015: 20/15 right eye (od), 20/20 os.